Event description:
On (B)(6) 2023, fresenius became aware a patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a optiflux 180nre dialyzer for renal replacement therapy (rrt) reportedly experienced allergic reactions, which caused itching (pruritis). No additional information was provided during intake. Follow-up with the clinical manager (cm) revealed there were a patient experienced pruritus during hd therapy. Additional information (patient demographics, hd orders, medication records, hospital records) was requested via email, however no response has been received. Despite the lack of detailed follow-up, the cm reported the patient is now undergoing hd therapy utilizing a nipro cellentia dialyzer without further incident.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On 22/aug/2023, fresenius became aware a patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a optiflux 180nr dialyzer for renal replacement therapy (rrt) reportedly experienced allergic reactions, which caused itching (pruritis). No additional information was provided during intake. Follow-up with the clinical manager (cm) revealed there were a patient experienced pruritus during hd therapy. Additional information (patient demographics, hd orders, medication records, hospital records) was requested via email, however no response has been received. Despite the lack of detailed follow-up, the cm reported the patient is now undergoing hd therapy utilizing a nipro cellentia dialyzer without further incident.

Manufacturer narrative:
Correction: d1, d4, g4 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A lot history review was performed. There were two other complaints reported against the lot. The complaints addressed a patient reaction and are mentioned above (no samples). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. According to the clinical investigation, "a temporal relationship exists between hd therapy utilizing the optiflux 180nr dialyzer, and the serious adverse event(s) of a hypersensitivity/allergic reaction, characterized by pruritis. The patient¿s pruritis occurred during hd therapy (unknown if medical intervention was provided/required) and was reportedly remediated by the utilization of an alternative dialyzer. During hd therapy, blood comes into direct contact with a variety of materials and sterilization methods. Therefore, it is reasonable to conclude some patients may incur a hypersensitivity/allergic reaction while using these products. Additionally, hypersensitivity reactions have been known to occur days, months, or even years after use with the same dialyzer model." The complaint is confirmed.

Event description:
On (B)(6) 2023, fresenius became aware a patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a optiflux 180nre dialyzer for renal replacement therapy (rrt) reportedly experienced allergic reactions, which caused itching (pruritis). No additional information was provided during intake. Follow-up with the clinical manager (cm) revealed there were a patient experienced pruritus during hd therapy. Additional information (patient demographics, hd orders, medication records, hospital records) was requested via email, however no response has been received. Despite the lack of detailed follow-up, the cm reported the patient is now undergoing hd therapy utilizing a nipro cellentia dialyzer without further incident.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A lot history review was performed. There were two other complaints reported against the lot. The complaints addressed a patient reaction and are mentioned above (no samples). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. According to the clinical investigation, "a temporal relationship exists between hd therapy utilizing the optiflux 180nr dialyzer, and the serious adverse event(s) of a hypersensitivity/allergic reaction, characterized by pruritis. The patient¿s pruritis occurred during hd therapy (unknown if medical intervention was provided/required) and was reportedly remediated by the utilization of an alternative dialyzer. During hd therapy, blood comes into direct contact with a variety of materials and sterilization methods. Therefore, it is reasonable to conclude some patients may incur a hypersensitivity/allergic reaction while using these products. Additionally, hypersensitivity reactions have been known to occur days, months, or even years after use with the same dialyzer model." The complaint is not confirmed.

Event description:
On 22/aug/2023, fresenius became aware a patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a optiflux 180nr dialyzer for renal replacement therapy (rrt) reportedly experienced allergic reactions, which caused itching (pruritis). No additional information was provided during intake. Follow-up with the clinical manager (cm) revealed there were a patient experienced pruritus during hd therapy. Additional information (patient demographics, hd orders, medication records, hospital records) was requested via email, however no response has been received. Despite the lack of detailed follow-up, the cm reported the patient is now undergoing hd therapy utilizing a nipro cellentia dialyzer without further incident.